Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on september 01, 2023, with lot number 3533170. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed on the surface of the shell, creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side capsular contracture iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture iii. Device has been explanted.